Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead exhibited a rise in pacing impedances greater than 2000 ohms and a shorter follow up visit was scheduled for the patient at a later date. During the patient's next follow up visit it was found that, the patient received a shock. A revision procedure was to be performed in the future. No additional adverse patient effects were reported. Approximately, (b)(\6) days later a revision procedure was performed. The old right ventricular (rv) lead was surgically abandoned and replaced with a new right ventricular (rv) lead. The surgery was completed without any difficulties. The connector part of the lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the severed lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks noted on all terminal connectors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead has been archived at boston scientific.

Event description:
Boston scientific received information that during a routine follow up back on (B)(6) 2009, this right ventricular (rv) lead exhibited a rise in pacing impedances greater than 2000 ohms and a shorter follow up visit was scheduled for the patient. During the patient's next follow up visit on (B)(6) 2012, it was found that, this rv lead inhibited therapy and the patient received a shock. A revision procedure was to be performed in the future and a lead implanted. No additional adverse patient effects were reported. Approximately, (B)(6) days later a revision procedure was performed. The old rv-lead ((B)(4)) was surgically abandoned and replaced with a new right ventricular (rv) lead ((B)(4)). Surgery completed without any difficulties. The connector part of the lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure has not been performed. Once the revision is completed, the lead will be returned to boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the severed lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found set screw marks noted on all terminal connectors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead has been archived at boston scientific.